Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 31 events were reported for this quarter. 2 devices were available for evaluation but have not yet been received. 29 devices were received for evaluation. 4 device evaluations are in progress. 25 events were confirmed. 10 devices were found to be affected by internal corrosion. 11 devices were found to be affected by worn components. 1 device was found to be affected by a short circuit. 3 events were not confirmed; the device was found to be within specifications for the reported event. 25 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 31 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 17 events had patient involvement; no patient impact. 2 events had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 31 events were previously reported during the reporting period; however, - 32 events should have been reported; however, - 1 previously reported event was retracted by the initial reporter. - 1 previously reported event was reported in error. - 30 total events were reported for this catalog number/device code combination for the reporting quarter. - 5 previously reported events are included in this follow-up report. Product return status 3 devices were received for evaluation. 2 devices have not yet been received. Evaluation status 3 reported events were not confirmed during testing; however: - 2 devices were found to be affected by worn bearings. - 1 device was found to be affected by corrosion. Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 30 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 18 events had patient involvement; no patient impact. 1 event had no information received.